Event description:
The manufacturer received information alleging upon measuring the ventilation volume of warehouse stored devices at a repair center, a "low inspiratory pressure" alarm occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the alarm was confirmed. It is believed to be a possibility of a malfunction occurring on control systems of the exhalation valve, so the active exhalation control module was replaced to address the issue.